Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the during reprocessing, the oes cystonephrofiberscope had a cloudy lens. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the cystonephrofiberscope captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the returned scope had a cloudy lens; however, the that malfunction was deemed as non-reportable after further review. The cystonephrofiberscope was returned, and no reportable malfunctions were found.